Manufacturer narrative:
Information added/updated to section b4, g3, g6, h2, and h6 (component code, type of investigation, investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on information provided. Available information suggests procedural factors likely contributed to the event. According to the information provided, the user experimented challenging tee imaging due to shadowing from other implanted devices (pacemaker, aortic devices), complicating the procedure. As per event description, the user also experimented anatomical challenges, causing problems to grasp the leaflets, and inadequate leaflet insertion. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. During procedure, a single leaflet device attachment (slda) occurred with the first implant. The patient had functional tricuspid regurgitation (tr). During positioning of the device in postero-septal location, a slda occurred. The implant detached from the septal leaflet and remained attached to the posterior one. The initial tr grade was severe (3), it was severe (3) after the slda happened and remained like that post-procedure. There was challenging visualization due to shadowing from other implanted devices (pacemaker, aortic devices). There were also anatomical challenges, which resulted in difficult to grasp leaflets, and inadequate leaflet insertion. Patient was in stable condition post-procedure. The plan was to screen patient for a tricuspid valve.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.